Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0564 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported PICC placement was confirmed by chest x-ray in the svc/ra. After the PICC stopped working 2nd chest x-ray showed the tip of the catheter in the proximal svc with no change noted to the external catheter length. New line was placed on opposite side.